Event description:
While performing a literature review (crockarell jr, jr. Intermediate-term results with a modified antiprotrusio cage in acetabular revision surgery. Am j orthop (belle mead nj). 2009;38(9):e144-148.)for the contour acetabular rings, the following incident was found: a device was reported to have fractured, resulting in a revision of the hip.